Event description:
The customer reported that they were having difficulty with the syringe. The luer lock is defective and spraying out of the tip of the syringe during an injection. No information was received regarding any serious injury as a result of this product issue.